Event description:
The customer states that they are noticing erratic/elevated patient results for the wbc parameter generated using a cell-dyn 1800 analyzer. A patient sample generated the following results; wbc = initial test: 18 k/ul, repeat #1: 6 k/ul and repeat #2: 20 k/ul. The sample was held and repeated after a field service representative (fsr) resolved the issue, obtaining a wbc=6.9 k/ul. No adverse impact to patient management due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4) silicon tubing. Investigation summary: on (B)(6) 2009, the customer reported that erratic/elevated white blood cell (wbc) results were generated using cell-dyn 1800 for patient samples. The customer replaced the lyse and diluent reagents, primed, and ran autocleaned with no resolution. No material was available for evaluation. Field service representative (fsr) was dispatched to inspect and service the instrument. Fsr replaced the sample probe and silicon tubing which were worn out from normal use. Fsr calibrated and verified the instrument. The issue was resolved. A review of the complaint history for the cell-dyn 1800 (B)(4) was performed from the complaint date ((B)(6) 2009) until present found no other complaint related to the reported issue. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 3, principles of operation, pages 3-25, provides explanation and suggested actions when dispersional data alerts are present. Also section 10, troubleshooting and diagnostics, provides troubleshooting steps for imprecise or inaccurate data. A review of complaint reports, for the period (B)(6) 2008 through (B)(6) 2009, did not indicate any adverse trend for the cell-dyn 1800, list base number 07h77-01, related to the reported issue. Based on the investigation, no product issue, deficiency or malfunction was identified for the cell-dyn 1800, list number 07h77-01, for the reported issue. There is no systematic issue with the cell-dyn 1800 product line. This is the final report.